Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and wear abrasion. A leak test was performed and found two openings. A microscopic analysis identified: a curved cracked opening in the valve assessed as cracked valve seat diaphragm valve, a curved sharp opening on the valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening being under the plug strap). Based on the device analysis the final assessment is: a cracked opening on the valve assessed as cracked valve seat diaphragm valve and a sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
The device has been explanted.